Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 08, 2017 that a wallflex biliary fully covered rmv stent was implanted in the common bile duct on an unknown date to treat a benign stricture during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the stent had been implanted for ten months when it was noted that the stent had migrated proximally in the common bile duct. On (B)(6) 2017, the stent was removed successfully and the procedure was completed with another fully covered stent. The patient¿s condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.